Event description:
It was observed that during the device evaluation, the insufflation unit output voltage of high pressure sensor was too high due to faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no other reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the device malfunction (output voltage of high-pressure sensor is too high) was due to failure of the circuit (cr) board. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.